Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. The proximal and distal conductors of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The lead was destructively analyzed. No anomalies could be attributed to the complaint at this time.

Event description:
It was further reported that a clinical data review revealed that the rv lead impedance trend shows a sudden increase in impedance over a period of a few weeks to out of range between (B)(6) 2014. The threshold trend also shows a sudden increase in threshold to over 2.5 volts over the same time period from a stable threshold of 0.625 volts. The vhr episode log is full of episodes (from prior to last session w/o egm) from (B)(6) with the fastest v rate being over 450 bpm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01, ipg, implanted: (B)(6) 2007. (B)(4).